Event description:
Philips received a complaint on the dm100 device indicating that the monitor was not charging. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device was checked and found no issue with defibrillator. Battery is getting charged and operational check is also passed. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.